Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132 serial #: (B)(4), description: precision spectra implantable pulse generator model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing a lot of rib pain. It was noted the patient¿s lumbar anchor were causing a lot of pain. The patient will undergo a replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. No device malfunction was suspected. The patient was doing postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing a lot of rib pain. It was noted the patient¿s lumbar anchor were causing a lot of pain. The patient will undergo a replacement procedure.